Event description:
It was reported that after the implant procedure the right atrial (ra) lead was found to be dislodged. Two days after the procedure the pocket was re-opened and the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.